Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was visually and microscopically inspected which found no damage. The device was functionally tested by connecting it to a jetstream console. The device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the unintended movement or position lost.

Event description:
It was reported that the guidewire advanced distally. This 2.4mm jetstream xc catheter was selected for use in a lower extremity angiogram and atherectomy procedure. During the procedure, as the jetstream device was being advanced, the guidewire advanced distally. When the jetstream device was in rex mode to be removed, the guidewire position was lost. The jetstream device was removed, and a new jetstream device was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the guidewire advanced distally. This 2.4mm jetstream xc catheter was selected for use in a lower extremity angiogram and atherectomy procedure. During the procedure, as the jetstream device was being advanced, the guidewire advanced distally. When the jetstream device was in rex mode to be removed, the guidewire position was lost. The jetstream device was removed, and a new jetstream device was used to complete the procedure. There were no patient complications.